Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and reported heart rates in the 30 to 50 beat per minute range on the pulse oximeter. Ts discussed possible causes and the patient noted it didn¿t feel like premature ventricular contractions (pvcs). The patient further noted that his pulse felt weak and erratic and expressed concerns that the pacemaker and another manufacturer's right ventricular (rv) lead were not pacing. Ts referred the patient to their physician. Five days later, a field representative contacted ts and noted that patient experienced syncope and there was no rv capture. A revision procedure was performed where another manufacturer's rv lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.

Event description:
Additional information was received from the patient that he believes the other manufacturer's rv lead was fractured.